Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem - correction. B6 relevant tests/laboratory data,inclu - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025. Data was revised, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient treated the symptomatic low. The reported glucose values fall within the a zone of the parkes error grid checked at the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred after the wearable was inserted in the arm. According to the patient, on the day of the event, (B)(6) 2025, the patient was driving to an appointment at the hospital when he was feeling confused. The cgm was displaying 67 mg/dl and the patient did not check his bg. The patient decided to go to (B)(6) for a coke and milkshake to treat the symptomatic low cgm value; however, he reportedly couldn't get any for an unspecified reason. Once he arrived at the hospital, he then went to the hospital cafeteria, but there was a reportedly a long line. His cgm value dropped to 64 mg/dl and the bg was still not checked. Someone helped the patient by giving him apple juice, orange juice, and cookies. The helper suggested taking him to the emergency room as he was shaking, not making much sense, and in crisis without realizing it. In the emergency room, his glucose was 64 mg/dl on a bg meter and 87 mg/dl on his dexcom cgm. The patient stated no treatment or medication was given in the emergency room for ongoing hypoglycemia. The patient was discharged after 3 hours and was feeling okay during the report. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.